Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a pump that was not implanted. There was no indication of patient interaction. During an implant procedure, the hcp found the pump was not filled with water. The pump was received empty. The only action taken to confirm the event was trying to empty the reservoir. Pre-implant interrogation revealed the pump was ok. The pump was confirmed to be in shelf state during interrogation. The pump was not implanted and would be returned. Another pump was used to complete the procedure. No further information was provided. No complications were reported/anticipated.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis was able to aspirate 5 ml of water from the pump reservoir. If information is provided in the future, a supplemental report will be issued.